Manufacturer narrative:
System was used for treatment. Kit lot e314 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. Service order feedback completed: service engineer replaced centrifuge pressure transducer and leak strip. Adjusted bowl optics sensor and cleaned blood from equipment. Ran system checkout procedure successfully. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4) device not returned.

Event description:
Customer called to report a system pressure dome leak that occurred during a patient procedure. Blood leaked onto the pump deck. Operator reported leak occurred at approximately 300-400 ml of whole blood processed (wbp) and requested service for instrument. Patient was reported to be stable and currently receiving a second treatment on another instrument. Service will be dispatched.